Event description:
Caller reported that the t:slim x2 pump battery was unable to charge, and a power source alert appeared in the pump history. There was no adverse impact to the customer¿s blood glucose level. Despite attempts to use different charging cables and wall adapters, the issue persisted, leading technical support to arrange for a pump replacement. Customer will use multiple daily injections (mdi) as a backup therapy while waiting for the new pump, and has been instructed on the necessary steps to return the malfunctioning pump.